Event description:
It was reported the procedure was to treat a lesion in an unknown artery. The 7.0x40mm absolute pro self expanding stent system (ses) was advanced to the target lesion however during deployment, the thumbwheel got stuck. With the help of a compress, the physician managed to unblock but it remained difficult to turn. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, d6a- for reporting purposes, the date of event/procedure/implant will be estimated as (B)(6) 2025.

Manufacturer narrative:
The device was returned for analysis. The reported physical resistance / sticking thumbwheel and the reported difficult or delayed activation were unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the noted kinked stent sheath; thus preventing the shaft lumens from moving freely resulting in the reported physical resistance / sticking thumbwheel and the reported difficult or delayed activation. As reported, with the help of a compress, the physician managed to unblock the thumbwheel but it remained difficult to turn. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.